Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patients was not crossing from server to stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient information was not crossing from the server to the stations. A technical support specialist (tss) followed knowledge article "patient missing on a bd pyxis medstation es" and confirmed that device area and unit assignments were correct. The tss accessed the carefusion admin account and searched for the customer using their visit ID and mrn on the server. The tss reviewed the patient¿s discharge details and verified the encounter key in the database. The tss checked the ext received message table and confirmed that no transfer message was received on the mentioned date and time. The tss also verified that there was no processing errors related to the transfer. The system functioned as intended after the technical support specialist troubleshot the device.